Event description:
During elective device replacement, the device was found to be in backup vvi. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was returned in bvvi mode, which was discovered during the implant procedure. The device image was corrupted and the reason for bvvi is unknown. The device code was downloaded and the device was programmed successfully without any issues. Thermal and mechanical stressing of the device and sensitivity testing were performed, and no anomalies were found. The battery voltage was still in the range of normal operation. The device was monitored for several days at room temperature. Interrogation of the device showed that it was in normal range of operation. The bvvi reset could not be reproduced.